Event description:
The customer reported the system made a loud popping sound followed by a loss of fluoroscopic x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.